Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a deformed plunger stopper with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It has been reported that one bd preset¿ has been found with a deformed plunger after use. The following has been provided by the initial reporter: plunger part was deformed like melting and blood leaked.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd preset¿ has been found with a deformed plunger after use. The following has been provided by the initial reporter: plunger part was deformed like melting and blood leaked.